Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called intuitive surgical, inc. (Isi) technical support engineer (tse) and reported the recoverable error 23068 on arm 4. The isi tse reviewed the logs and could confirm error 23068 pointing to a latency sensor error on the universal surgical manipulator 4 (usm), axis 8. The isi tse asked the caller to move and exercise arm/axis 8 and to perform a restart with emergency power off (epo), but the issue persisted. The isi tse explained to the caller that they could disable the usm and use the system as a 3 arms system. The nurse was able to disable arm 4. The surgeon agreed to proceed with 3 arms. The site was completing the procedure as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system was powered up and, as a previous procedure had been carried out with the system, the 4th arm was still working during the procedure, but during the follow-up procedure it was noticed that the arm was not activated although it was not parked. The system could be started up during the previous procedure. The operation was not completed with the system, it was switched to a conventional laparoscopy.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and failure analysis investigation confirmed/replicated the customer reported complaint through system logs. The usm was tested on an in-house system in normal mode and had error 23068 disabling the usm. The usm was also tested on the patient side cart (psc) fixture test platform (pftp) failing carriage lissajous and carriage agc current pointing to the degree of freedom#9 of the instrument sterile adaptor (isa). A gold isa was installed and passed both carriage lissajous and carriage agc current. Aba was performed to confirm that the error was due to the isa.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The annex g - component desc 1 was updated to "g03012 - sensor".